Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during an upper gastrointestinal balloon dilation procedure performed on (B)(6) 2025. During the procedure, the balloon was dilated to 16.5 mm without any problem, but when pressurized to dilate to 18 mm, it ruptured just before 7 atm. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual/microscopic evaluation found a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of balloon burst could not be confirmed. The returned device had a longitudinal tear. It is possible that the longitudinal tear found on the balloon occurred due to procedural factors such as excess pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the longitudinal tear. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during an upper gastrointestinal balloon dilation procedure performed on (B)(6) 2025. During the procedure, the balloon was dilated to 16.5 mm without any problem, but when pressurized to dilate to 18 mm, it ruptured just before 7 atm. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.